Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "the patient was in operating room for cystoscopy, r retrograde pyelogram nephroureterectomy, holmium laser lithotripsy, double j stent change per surgeon, preop kub (kidney, ureter, bladder) done on (B)(6) 2021 for left kidney stone. A piece of wire was incidentally found in the r ureter. The surgeon states that he used a 0.038 angled stiff glidewire on date of surgery (B)(6) 2021. The patient was scheduled for cystoscopy left retrograde pyelogram, bilateral ureteronephroscopy, left holmium laser lithotripsy, double j stent placement, r ureter wire removal on (B)(6) 2021. Olympus, (B)(4). FDA safety"

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the lot number was unknown, the manufacturing record and the shipping inspection record of the involved product code/lot number could not be reviewed. Since the involved lot number was unknown, the complaint file could not be investigated. Since the involved lot was unknown, it was not possible to investigate the manufacturing records and shipping inspection records. In this case, it was speculated that the outer layer of the actual sample was peeled off when used in combination with the metal needle, or that the involved part was damaged due to some factor (excessive heat load due to laser irradiation,etc.). However, since the actual sample was not returned and the condition of it could not be confirmed, the cause of occurrence could not be clarified. Ashitaka factory assures the quality of this product under the following controls. The guidewires is passed through the dedicated tool on 100% basis to confirm that there is no peeling of the outer layer or adhesion of any foreign substances on the surface. Before the packaging process, 100% visual inspection is performed to confirm that there is no exposure of the core wire or anomaly in its appearance. The core wire is checked for any flaws over the entire length by eddy current flaw detection (*). The strength of the core wire is assured by the control of outside diameter. When an ac current is applied to the coil, a magnetic field is generated in a direction perpendicular to the current. Eddy currents are generated on the surface of the conductor when the coil is brought close to the conductor (core wire). If there is a crack in the core wire, the eddy current will avoid the crack and flow in a detour, so the flow will change compared to when there is no crack. Eddy current flaw detection is a method of detecting cracks by detecting changes in the flow of eddy currents.) Instructions for use (IFU) of this product includes the following warnings: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Please see MDR 2243441-2022-00029 for the importer report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.